Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported the patient has two dbs systems for parkinson¿s as well as essential tremors and one is stn and one is vim. The caller reported a revision: they recently had a battery replacement in january due to impedance problems and they thought it could be the battery since it was getting old. They found that contact 3 on the left stn appeared to show an open circuit and monopolar contact 3 showed high impedances and bipolar contact 0, 1, 2 indicated high impedances. The patient was waiting on the next steps and they had gone back and forth but early on their surgeon said the typical protocol would be revision. The patient stated they had a cty scan and the doctor had to compare to the original MRI, but the report they read said there was shadowing from the wires that were in there. The patient said they tried reprogramming to lower levels but what happened when they did that was get pulled to the right like they were drunk or something, so they had it off for months because every time they had it on, they had their drunk like symptoms come back. The patient stated their essential tremors were well controlled but not the parkinson¿s symptoms. The patient said they first found the impedance issues around (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.